Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported the right ventricular lead demonstrated high threshold measurements shortly after implant. The lead also exhibited t wave over sensing and diminished r waves. The physician suspects lead microdislodgement or scar tissue negatively impacted the lead performance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.